Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6) h3, h6: one device was received for analysis. Service history review identified that the device had not been in before for repair related to a service of the device within the review period. Visual tests found a damaged downstream occlusion (dso) seal. Occlusion test was used, event history logs were downloaded, and accuracy testing was performed which passed. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the device was non-conforming after preventative maintenance. There was unknown patient involvement, and no patient harm/adverse event reported. Analysis of the device identified a damaged downstream occlusion seal.